Event description:
During an esophagogastroduodenoscopy (egd) dilation, a cook hercules 3 stage wireguided balloon was used to dilate the esophagus. The balloon was inflated and deflated one time. After the procedure, when the balloon was being removed from the endoscope, the tip of the balloon broke off in the esophagus. A roth retrieval net was used to remove the object. There were no adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The balloon tip with partial balloon material has separated from the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use direct the user to apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Then, the user is instructed to remove the deflated balloon from the accessory channel. The application of a vacuum will aspirate all residual fluid from the balloon and ease removal of the balloon from the endoscope. If these instructions are not followed, this could have contributed to the reported observation. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.